Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, the evaluation found the complaint was confirmed and there was a leak at the scope cover and body due to a crack. Also, evaluation found the air/water and suction cylinders were discolored, the up/down knob was discolored, the scope cover unit was discolored, the label on the scope connector was damaged, the scope cover was burned, the objective and light guide lenses were scratched, the coating on the universal cord was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope had a leak at the distal end. The issue was found when preparing the scope for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material attached to the bending section cover adhesive, nozzle and instrument tube. The type of foreign material was unknown. The report is being submitted due to foreign material in the scope found during evaluation.